Event description:
A hydroflex device was implanted on 09/04/86. Information received on 07/29/97 indicates the entire device was removed from the patient "several years ago", date and reason not provided. Unable to obtain additional information.